Event description:
It was reported that an implantable neurostimulator was impacted at the implant site when the patient was in a motorcycle accident and hit the back where the implantable neurostimulator was located. The patient stated that after the accident the implantable neurostimulator could not take a charge and stopped working. Prior to a battery replacement procedure, an attempt was made to connect to the implantable neurostimulator but the connection attempt was not successful, and the implantable neurostimulator was reported to be dead (nonfunctional). A battery replacement procedure was performed with explant of the implantable neurostimulator and implant of a replacement implantable neurostimulator. No symptoms were reported. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: the returned 97714 (B)(6) was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The implantable neurostimulator (ins) passed functional testing. No anomalies were identified. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.